Event description:
It was reported that one day post implant, the patient complained of sharp chest pain. The lead showed elevated threshold, diminished sensing, and lowered impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr01 implantable pulse generator (ipg) (B)(6) 2010; 1488t competitor implantable pacing lead (B)(6) 2001. (B)(4).